Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an upper endoscopy procedure performed on (B)(6), 2009. According to the complainant, upon completion of the procedure, the device became stuck in the scope while trying to remove it. Two biopsy samples had been collected when this occurred and no abnormalities were noted. The device and scope were then removed in tandem. There was no report of any difficulty or resistance encountered while inserting the device into the scope. The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.